Manufacturer narrative:
Method: the case information, including feedback obtained from the event reporter, was used to evaluate the reported event. Results: perforation is defined in the labeling (instructions for use) as a possible complication. In those instances when a perforation occurs and medical intervention is necessitated medwatch form 3500a will be submitted. Device evaluation summary: the returned wildcat catheter tip was evaluated under 10x magnification and there were non-conformances noted.

Event description:
Patient presented for revascularization of a mildly calcified superficial femoral artery. Using a 0.035, glidewire and wildcat catheter (w400) the physician successfully crossed the proximal cap, but when re-orienting the tip to cross the distal cap a perforation was noted. The perforation was treated with a balloon and pressure, a coil was placed, and the procedure was aborted. There was no further patient effect noted.